Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in sections manufacturer name, city and state and MFR site and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device the following information was provided by the initial reporter. The customer stated: "there was no venous return in children with good venous capital." Patient's current status: children pricked multiple times.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device the following information was provided by the initial reporter. The customer stated: "there was no venous return in children with good venous capital." Patient's current status: children pricked multiple times. Actions taken in the health care facility to manage the patient: n/a.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-29. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing and the indicated failure mode for clogged with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged. Bd was not able to identify a root cause for the indicated failure mode.